Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6. MDR section codes updated/corrected: e. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, loss of range of motion, and subsidence/migration or due to inclusion of the polyethylene in the packaging recall. Potential contributions of manufacturing, user, and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, relevant clinical information, and product information were not provided. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
It was reported a patient underwent a right total knee revision. Subsequently, six (6) months later, the patient experienced worsening knee pain, swelling, motion restriction, difficulty with ambulation and difficulty performing simple activities of daily living. As a result, the patient underwent a second (2nd) right knee revision. It was reported intraoperatively; a significantly displaced and angulated peri-prosthetic distal tibial fracture was observed and addressed. The technique of the fracture fixation is unknown. No medical or surgical interventions were reported. The patient outcome is unknown. No additional information is available.

Manufacturer narrative:
H10: multiple MDR reports were filed for this event, please see associated report: 1038671-2024-01380. The reason for the revision reported in this event cannot be confirmed from the information provided but may be the result of prosthesis wear, loss of range of motion, and subsidence/migration or due to inclusion of the polyethylene in the packaging recall. Potential contributions of manufacturing, user, and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, relevant clinical information, and product information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.